Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set/line) alarm that occurred during dwell two of four on the homechoice (hc). The home patient (hp) was connected at the time of the event. The hp stated that a clamp was left opened on an unused supply line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.